Event description:
The customer reported that prior to use on a patient, the iabp generated an "autofill failure" alarm. The iabp was replaced and therapy was initiated. No patient injury was reported.

Manufacturer narrative:
The company service representative was unable to duplicate the reported problem. He performed the safety disk and drive leak tests. He performed the operational tests with the demo catheter. The iabp met the factory specifications. It functioned normally and was returned to the customer. (B)(4).